Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.